Manufacturer narrative:
Further evaluation of the product is not possible since the oversleeve was discarded after procedure, per hospital protocol. A review of the DHR, which includes verification of all steps in the manufacturing of the oversleeve (only component of the pure-vu system that is in contact with the patient), verification of all final testing and inspections performed at the supplier (polyzen), verification of bioburden results, and packaging was performed. The review did not identify any non-conformance's, issues or capas associated with the performance or integrity of the product that could have contributed to the event described within this complaint. In the initial report, it was noted that the physician started the procedure, noting that the colonoscope seemed tight and that he was having to use additional force to advance. Perforation is also a known risk when performing a colonoscopy especially in the elderly inpatient population. Since the scope seemed tight and the physician was having to use additional force while advancing, and then proceeded to use a pediatric colonoscope, the true cause is unknown, but the force combined with the first colonoscope used may have contributed to the event (in addition to the patient's age and anatomy).

Event description:
A physician at (B)(6) hospital in (B)(6), used pure-vu on an approximately (B)(6) year old female patient on the afternoon of (B)(6) 2019. The account manager for motus gi, and engineering director for motus gi, were present for the procedure. During digital examination of the patient, the physician decided to use pure-vu to clean the patient during colonoscopy. An olympus scope was successfully loaded with a pure-vu standard oversleeve. A system test was performed on the pure-vu system, ws2019-08-028, with no errors. The physician started the procedure, noting that the colonoscope seemed tight and that he was having to use additional force to advance. The pure-vu system performed as expected during examination. He stopped advancing near the rectosigmoid junction section of the colon. He made repeated attempts to advance past that point. He then observed what he thought to be a perforation in the rectosigmoid junction area. He backed the colonoscope and oversleeve out of the patient. He then went back into the patient with an olympus slim (pediatric) colonoscope and examined the area again. He then backed the colonoscope out of the patient and stopped the procedure. The patient was taken for a CT scan and surgery. The account manager followed up with the physician on (B)(6) 2019, and he stated that the perforation was stitched shut in surgery and the patient is recovering at the time of report.

Event description:
A physician at lake charles memorial hospital in lake charles louisiana, used pure-vu on an approximately 80 year old female patient on the afternoon of (B)(6) 2019. The account manager for motus gi, and engineering director for motus gi, were present for the procedure. During digital examination of the patient, the physician decided to use pure-vu to clean the patient during colonoscopy. An olympus scope was successfully loaded with a pure-vu standard oversleeve. A system test was performed on the pure-vu system, ws2019-08-028, with no errors. The physician started the procedure, noting that the colonoscope seemed tight and that he was having to use additional force to advance. The pure-vu system performed as expected during examination. He stopped advancing near the rectosigmoid junction section of the colon. He made repeated attempts to advance past that point. He then observed what he thought to be a perforation in the rectosigmoid junction area. He backed the colonoscope and oversleeve out of the patient. He then went back into the patient with an olympus slim (pediatric) colonoscope and examined the area again. He then backed the colonoscope out of the patient and stopped the procedure. The patient was taken for a CT scan and surgery. The account manager followed up with the physician on 12-dec-2019, and he stated that the perforation was stitched shut in surgery and the patient is recovering at the time of report.

Manufacturer narrative:
Further evaluation of the product is not possible since the oversleeve was discarded after procedure, per hospital protocol. A review of the DHR, which includes verification of all steps in the manufacturing of the oversleeve (only component of the pure-vu system that is in contact with the patient), verification of all final testing and inspections performed at the supplier (polyzen), verification of bioburden results, and packaging was performed. The review did not identify any non-conformances, issues or capas associated with the performance or integrity of the product that could have contributed to the event described within this complaint. In the initial report, it was noted that the physician started the procedure, noting that the colonoscope seemed tight and that he was having to use additional force to advance. Perforation is also a known risk when performing a colonoscopy especially in the elderly inpatient population. Since the scope seemed tight and the physician was having to use additional force while advancing, and then proceeded to use a pediatric colonoscope, the true cause is unknown, but the force combined with the first colonoscope used may have contributed to the event (in addition to the patient's age and anatomy). On 16-jan-2020, the account manager followed up with the physician, and it was reported that the patient has recovered well from the intervention, and was released from the hospital the following day.